Event description:
It was reported that at the "search for" screen, the programmer would not establish telemetry with the implanted device. It would attempt, and then return to the "search for" screen. It was further reported that it had a long boot-up time. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis was able to confirm the referenced telemetry issue. Analysis also found that the head upper case lens was damaged, that the lower display hinges were out of specification, that there was a broken printer drawer and that the printer had some skipping.